Event description:
It was reported that a pump alarmed for a system error 322 during an infusion programmed to deliver 900ml of fluid at 5ml/hr (medication unknown). The customer tested the device and a system error 322 was not observed. Additionally, a flow rate test was completed and the device performed as expected.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question and a system error 322 was observed. Further evaluation found that the system error was caused by a failed upper hook switch. A review of the device history log found two occurrences of system error 322 during the last infusion segment on the reported day of event. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. At this time, the date of event is unknown.